Event description:
The wife of a (B)(6), male, patient, called zoll customer support to report that the patient's monitor would not power up past the splash screen. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation, the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor sd card. The patient received a replacement monitor.